Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
A patient complained of questionable inr results from her coaguchek xs meter serial number (B)(4) compared to the result from a sysmex ca-1500 analyzer using the dade innovin method. The patient's result from her meter was 3.8 inr. The result from the dade innovin method was 2.4 inr. The specific time of the results was not provided, but it was stated that the laboratory and meter results were obtained at the same time. The patient's therapeutic range was 2.5-3.5 inr. There was no allegation of an adverse event. The patient has no hematocrit concerns, no antiphospholipid antibodies, no lupus, no changes in medications, no changes in diet, and no changes in health. The patient is taking plavix 75 mg/dl (clopidogrel) which is a limitation covered in product labeling. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation is currently ongoing.